Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. H6: no product will be returned for eval.

Event description:
Pt reported while attempting to bolus the no delivery alarm went off on her infusion device. Pt stated, she removed the infusion set and noticed the cannula was bent. Pt reported, she inserted a 2nd infusion set and performed a bolus with no problems. Pt stated when she woke up the next morning, her blood glucose level was 23.0 mmol/l (414 mg/dl) with moderate ketones. Pt reported, she removed the infusion set and the infusion set cannula was bent. Pt discarded the alleged infusion sets. Pt stated, she switched to a competitor's infusion set and stabilized her blood glucose levels. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.